Manufacturer narrative:
MDR 1218996-2018-00022 addendum . User facility contacted magellan's product support team to report suppressed blood lead results on the leadcare ii blood lead analyzer when compared to reference lab results. Visual inspection of the returned leadcare ii analyzer confirmed corrosion on the sensor pins. Corrosion of the sensor pins typically occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Also, periodic testing with blood lead qc controls is used to monitor analyzer performance after investigation it was determined that the user did not perform qc as intended. Magellan provided the customer with a new instrument, and additional training. No reported harm or injuries occurred as a result of this issue. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Patient sample results for lcu vs labcorp (in ug/dl) were all filled under one MDR. We will now be submitting separate mdrs for each individual patient result. Results: (lcu vs labcorp) a) 9.9 vs15.0 [1218996-2019-00043], b) 18.1 vs 21.0 [1218996-2019-00044], c) 18.1 vs 23.0 [1218996-2019-00045]. Customer complaint: (B)(4).

Event description:
MDR 1218996-2018-00022 addendum. User facility contacted magellan's product support team to report suppressed blood lead results on the leadcare ii blood lead analyzer when compared to reference lab results.